Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a syringe 0.5ml 29ga 1/2in bls 400 sg the syringe broke. "The syringe went broke when the nurse started to use it. The syringe is now in two pieces."

Manufacturer narrative:
Investigation summary: customer returned (1) bd 1/2ml, 13mm, 29g safetyglide insulin syringe in an open blister pack from lot # 5168785. Customer states that the syringe went broken when the nurse started to use it. The syringe was retuned with the hub-needle/safety mechanism separated from the barrel of the syringe. No damage to the barrel was observed. A review of the device history record was completed for batch# 5168785. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Potential root cause for safety mechanism separates: incomplete seating of the safety mechanism onto the hub due to a jam or misalignment during assembly.

Event description:
It was reported that during use of a syringe 0.5ml 29ga 1/2in bls 400 sg the syringe broke. "The syringe went broke when the nurse started to use it. The syringe is now in two pieces."